Event description:
Information received by medtronic indicated that the customer has reported the data was unable to upload via minimed mobile app. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the issue was not resolved. The customer will continue using the application and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations.